Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected by another hcp with juvéderm®. On a first session the patient was injected in c1, c2, jw4, and jw5 with 4 mls of juvéderm® voluma®. On the second session the patient was injected in c1, c2, jw4, and jw5 with 4 mls of juvéderm® voluma®. On the third session the patient was injected in c3, c5, and c6 with 2 mls of juvéderm® voluma®; the patient was concomitantly injected in mp8, lp6, and lp1 with 2 mls of juvéderm® volift® with lidocaine. On the fourth session the patient was injected in jw1 with juvéderm® voluma®. The patient contacted the hcp about 2 years later to report ¿inflammatory reaction in the filler¿ and generalized in the whole face. The patient reported to have had ¿an episode of transient inflammation of the filler in all areas treated following gastroenteritis.¿ such episode self-resolved. The hcp reported the event as not device related. ¿activated immune system creating inflammation in the filler? Biofilm¿ was noted as the believed etiology of the event. On the same day of onset, the patient was started on azithromycin, doxycycline, and prednisone. The symptoms resolved over 2 weeks after the beginning of treatment. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00136 (allergan complaint # (B)(4)), MDR ID # 3005113652-2020-00137 (allergan complaint # (B)(4)), MDR ID # (B)(4), 3005113652-2020-00139 (allergan complaint # (B)(4)), and MDR ID # 3005113652-2020-00140 (allergan complaint # (B)(4)). This is the fourth MDR submitted for the fourth suspect product, juvéderm® voluma®.